Event description:
High pacing thresholds were reported and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
High pacing thresholds were reported and the lead was capped and replaced. No patient complications have been reported as a result of this event. It was later reported the lead had fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received.